Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-2, an enhanced half-height cubie drawer on the auxiliary unit in row b was not detected on the communication bus. A field service engineer replaced the cubie tray in row b, reseated the rowboard cables on all trays and on the drawer controller, and replaced the worn retractor band to resolve the issue, then the system failures self-resolved upon reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 2.2 failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients, since the user had to get the required medication from the pharmacy. There were no adverse events or injuries reported based on this event.